Manufacturer narrative:
(B)(6). Device investigation narrative - examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. (B)(4).

Event description:
It was reported the screw broke at the time of introduction into the bone tunnel. A backup device was available to complete the procedure with a reported short delay and no patient impact.